Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported on maude report # mw5076660: "had a knee replacement, (osteonics scorpio (B)(6) 2010) came loose and wore but after 8 years had to have knee revision".